Manufacturer narrative:
Qc was run before the event and the results were within the established ranges. A field service engineer (fse) evaluated the system, but could not identify the problem. Root cause is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low hemoglobin a1c2 results generated by the unicel dxc 800 pro synchron clinical systems for three patient samples which resulted in false low %hba1c2. The results were reported out of the lab. The original samples were re-tested and the customer amended the corrected results. The customer stated patients were not treated on the incorrect results.